Event description:
During remote follow-up, noise resulting in oversensing was noted on the right atrial (ra) lead. Ra insulation damage was alleged, although it was not confirmed. No intervention was performed. The patient was in stable condition and will continue to be monitored.